Event description:
During trial reduction and range of motion testing, the surgeon felt that the bipolar construct was not stable and changed to a total hip replacement.

Manufacturer narrative:
Assembly was not returned to ortho development for eval therefore no results or conclusion can be made regarding this particular part.